Event description:
A male patient reported he had eye pain (burning) after using concept 1 step on his lenses; the solution did not turn pink or neutralize. Patient recovered without medical attention.

Manufacturer narrative:
Retained item: chemistry tests for retain sample are within specification. Returned item: the specification test was performed using the returned sample. The result of catalase activity was out of spec. Patient returned disinfecting and neutralizing solution used at the time of event in the system lens cup. Disinfecting solution was not completely neutralized.